Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose due to insulin pump not working. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer¿s other blood glucose mentioned was 255 mg/dl and 300 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value by glucose tablet and drank juice. The insulin pump will not be returned for analysis.